Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: the black box and alarm history showed consecutive call service alarms on (B)(4) 2014, all of which did not occur during the investigation and no other warnings occurred. The product performed within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.